Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of her essure device/had migrated to the upper central pelvic cavity/ malposition and migration of essure device location of device: upper central pelvic cavity") and genital haemorrhage ("heavy bleeding/irregular bleeding/clot blood/ abnormal bleeding(general)") in a female patient who had essure (batch no. 626220/626901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube was not occluded and". The patient's previously administered products included for an unreported indication: depo-provera from (B)(6) 2006 to (B)(6) 2007 and iud from 2001 to 2005. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In 2009, the patient experienced vaginal discharge ("vaginal discharge") and pelvic pain ("pain"). In 2010, the patient experienced hirsutism ("hormonal changes describe: hair growth on chin"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced dyspareunia ("pain with intercourse/ dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced thyroid cyst ("thyroid cyst on ovaries"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("back pain") and vulvovaginal pain ("vaginal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, abdominal pain, back pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, hirsutism, dysmenorrhoea, nausea, vaginal discharge, pelvic pain, migraine, headache and thyroid cyst outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hirsutism, menorrhagia, migraine, nausea, pelvic pain, thyroid cyst, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2008, plaintiff underwent a second essure procedure on the right fallopian tube, because the right coil had migrated. Diagnostic results: (B)(6) 2008, plaintiff had an hsg (hysterosalpingogram) test that confirmed that only the left fallopian tube had full occlusion, but the right fallopian tube was not occluded and had migrated to the upper central pelvic cavity. Most recent follow-up information incorporated above includes: on 7-sep-2018: reporters added. Patient demographics added. Historical drug was added. Updated suspect drug indication and lot number. Added events hormonal changes describe: hair growth on chin, abnormal bleeding(vaginal, menorrhagia), malposition and migration of essure device location of device: upper central pelvic cavity, migraines / headaches, nausea, dysmenorrhea (cramping), pain, vaginal discharge, thyroid cyst on ovaries. Updated events outcome and onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of her essure device/had migrated to the upper central pelvic cavity/ malposition and migration of essure device location of device: upper central pelvic cavity") and genital haemorrhage ("heavy bleeding/irregular bleeding/clot blood/ abnormal bleeding(general)") in a female patient who had essure (batch no. 626220/626901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube was not occluded and". The patient's previously administered products included for an unreported indication: depo-provera from september 2006 to (B)(6) -2007 and iud from 2001 to 2005. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In 2009, the patient experienced vaginal discharge ("vaginal discharge") and pelvic pain ("pain"). In 2010, the patient experienced hirsutism ("hormonal changes describe: hair growth on chin"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced dyspareunia ("pain with intercourse/ dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced thyroid cyst ("thyroid cyst on ovaries"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("back pain") and vulvovaginal pain ("vaginal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, abdominal pain, back pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, hirsutism, dysmenorrhoea, nausea, vaginal discharge, pelvic pain, migraine, headache and thyroid cyst outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hirsutism, menorrhagia, migraine, nausea, pelvic pain, thyroid cyst, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2008, plaintiff underwent a second essure procedure on the right fallopian tube, because the right coil had migrated. Diagnostic results: 11-jun-2008, plaimtiff had an hsg (hysterosalpingogram) test that confirmed that only the left fallopian tube had full occlusion, but the right fallopian tube was not occluded and had migrated to the upper central pelvic cavity. Lot number: 626220 man date: 2007-11 exp date: 2009-10 lot number: 626901 man date: 2008-03 exp date: 2010-02 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.